Event description:
The neurosensor catheter was used to monitor a pt who had suffered a subarachnoid hemorrhage. The rptr stated that the pt was sent for a CT scan. When the pt returned from the investigation, the probe was bent and not reading correctly. The probe was removed, but not saved for investigation. The pt died later that day, however, this outcome was not related to the reported malfunction.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported information.